Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3692 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the pediatric hematology oncology nurse, "that the PICC shows fluid leakage through the insertion site, the chief reviews and corroborates the above information, and irrigates the red lumen with a prefilled syringe and observes fluid leakage through body union of the catheter and the beginning of the zero level, evidencing rupture, for which it is decided to withdraw. The chief keeps the device and we irrigate both lines and it is observed that when irrigating the high power line, the liquid comes out at the junction of the bifurcation and the catheter, when the no CT line is irrigated no liquid comes out. Lack of completion of treatment, requires placing another PICC to continue treatment."

Event description:
It was reported by the pediatric hematology oncology nurse, "that the PICC shows fluid leakage through the insertion site, the chief reviews and corroborates the above information, and irrigates the red lumen with a prefilled syringe and observes fluid leakage through body union of the catheter and the beginning of the zero level, evidencing rupture, for which it is decided to withdraw. The chief keeps the device and we irrigate both lines and it is observed that when irrigating the high power line, the liquid comes out at the junction of the bifurcation and the catheter, when the no CT line is irrigated no liquid comes out. Lack of completion of treatment, requires placing another PICC to continue treatment." Additional information received: ¿ has there been any harm to the patient/health professional? (Detail) a: there was no harm to the patient, he required another PICC to continue the treatment. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: required placement of another PICC ¿ has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail) a: there was no exposure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo and video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter near the insertion site was confirmed but the cause is unknown. Three photographs and video of a 4fr d/l powerpicc sv were returned for evaluation. The catheter had been removed from the patient prior to the photographs and video being taken. The catheter contained characteristics of clinical use including worn printing, discoloration of the tubing, and residue on the catheter. The catheter was functionally tested for infusion in the returned video. First the non-power injectable extension leg was flushed with a clear liquid from an attached syringe, the lumen appeared patent to infusion and no leaks were noted. The power-injectable lumen was then accessed with the syringe and an attempt was made to infuse the lumen with the clear liquid. The power-injectable lumen was patent to infusion. However, a leak of fluid was observed emanating from the catheter, near the bifurcation. The exact location of the leak could not be determined from the video and the characteristics of the leak site could not be determined without microscopic examination and tactile evaluation of the physical sample. The observable features on the submitted photographs and video did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include sharp instrument damage, material fatigue, and over-pressurization. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the pediatric hematology oncology nurse, "that the PICC shows fluid leakage through the insertion site, the chief reviews and corroborates the above information, and irrigates the red lumen with a prefilled syringe and observes fluid leakage through body union of the catheter and the beginning of the zero level, evidencing rupture, for which it is decided to withdraw. The chief keeps the device and we irrigate both lines and it is observed that when irrigating the high power line, the liquid comes out at the junction of the bifurcation and the catheter, when the no CT line is irrigated no liquid comes out. Lack of completion of treatment, requires placing another PICC to continue treatment." Additional information received: has there been any harm to the patient/health professional? (Detail) a: there was no harm to the patient, he required another PICC to continue the treatment. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: required placement of another PICC has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail) a: there was no exposure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. The extension tubing markings were worn and multiple kink impressions were observed throughout both extension tubes. Curved shape memory was observed along the catheter shaft. The catheter shaft was discolored from the molded joint to the 3cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, when flushing the power injectable lumen, a leak was observed just distal of the molded joint. Microscopic inspection of the leak site revealed a small split in the catheter tubing. The split exhibited a granular fracture surface. Material buckling was observed in the vicinity of split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The catheter kinked preferentially at the leak site during manual manipulation. The split characteristics, buckling and tensile weakness were consistent with material failure due to mechanical stresses including kinking and pulling. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.